Event description:
Reporter alleged that inform meter has charred pins and the plastic around them is melted. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.